Event description:
The pt felt new tingling sensation down his legs when the implantable neurostimulator was turned off. The target area of paresthesia was the lower back and buttock. The neurostimulator was 'cutting on and off' intermittently. The pt used the device a few hours a day when he was active. The pt programmer logs were consistent with reported device usage. Impedance measurements were normal. All programs were taken out of the implantable neurostimulator and the pt continued to report feeling 'sensations.' The implantable neurostimulator was explanted. The pt recovered without sequela.

Manufacturer narrative:
The implantable neurostimulator was returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent, when the analysis is complete.